Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 350 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (leg), the pod's cannula was found bent.

Manufacturer narrative:
Correction to d1: brand name changed from unavailable to omnipod 5 pod. D2a: common device name changed from unavailable to alternate controller enabled insulin infusion pump. D2b: procode changed from unavailable to qfg. Correction to d(4): model no changed from pt-000536 to pt-000435. Catalog no changed from unavailable to pod-ble-h1-520. Unique identifier (UDI) # changed to (B)(4).

Manufacturer narrative:
No issues were observed to the exposed portion of the soft cannula. The data did not show any increase in pulse widths that would indicate an occlusion from a bent/kinked cannula.